Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It as reported that this right ventricular (rv) lead exhibited intermittent loss of capture shortly after implant. The patient is not dependent, and experienced no asystole, but a revision procedure was performed. At this time, the lead remains in service and the patient is feeling well. There have been no additional adverse patient effects reported.